Event description:
A report was received that the patient had a pocket revision due to pocket discomfort. An extension was added during the procedure. The patient is reportedly doing well after the procedure.

Manufacturer narrative:
This is the final report.